Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2016 at 11:30 am. The customer reported ketones and highs and no delivery alarms causing reoccurring hospitalizations. The blood glucose value at the time of admission 900 mg/dl. The customer had symptoms of throwing up, could not keep water down and the blood glucose readings were higher than the meter could read. The customer was treated for the high blood glucose level with an insulin drip. The customer was wearing the pump at the time of the hospitalization. The customer¿s current insulin pump blood glucose level today was 571 mg/dl and now 470 mg/dl. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. No excessive no delivery alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.